Event description:
An eye care practitioner reported the diagnosis of an abscess associated with wear of focus dailies contact lenses. It is presumed that medical intervention occurred. Requests have been made for additional information; however, no further information is available at this time.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this event is classified as a possible infectious corneal ulcer." As there was no product or lot nubmer provided, no detailed investigation can be performed.